Event description:
According to the available information the patient is still in pain and is now on pain pills.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information the patient had fluid drained and is still taking pain pills daily. Patient is still unable to inflate device due to pain.

Event description:
According to the available information the pump is hard and the patient has not been able to inflate and use the device. He is not able to pump the device as it hurts too bad.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.